Event description:
Customer's device reading = > 500 mg/dl. Customer felt device reading was high. No treatment was received. Customer had 5 seizures in 6 days and thought during that time the device read in the 30s mg/dl. Customer felt the readings during that time were accurate. Customer was given sugar shots and recovered. No controls were used. A request was made for product return and replacement product was sent.